Manufacturer narrative:
(B)(4).

Event description:
A report received from the user facility stated a 6.0 xlt tracheal tube malfunctioned on (B)(6) 2014, while a patient was being ventilated. The patient was removed from the ventilator and ventilated via ambu. The patient was re-intubated with an identical tracheal tube. There was no patient harm reported.